Event description:
It was reported that an ozark view fixed screw implanted at c5 broke one year post-operatively. The patient has fused and there are no plans for revision.

Manufacturer narrative:
Visual inspection: the issue was confirmed through inspection of the associated imaging in a meeting with the surgeon. The construct spanned from c3-c5, and it was composed of a two (2) level plate, six (6) screws, and interbodies. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. One screw fracture occurred at the caudal-most level of the construct (c5). It was reported that the patient had fused; however, subsidence was noted. Subsidence, compounded with dynamic loading after healing, likely contributed to the observed fracture. According to the ozark surgical technique, implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. The cause of the reported event will be classified as 'patient factors issue'.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that an ozark view fixed screw implanted at c5 broke one year post-operatively. The patient has fused and there are no plans for revision.